Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on contacts and a possible fractured lead. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure.